Manufacturer narrative:
(B)(4). Received 5 endo stitch* 10mm suturing devices for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the needle fell out of the device. They removed the fallen needle. They had to open a second device and the device would not load the reload. To correct the condition, another device was opened, which worked fine. The patient was not injured.

Manufacturer narrative:
Post market vigilance (pmv) received five devices opened by the account without packaging in an undamaged condition. The visual inspection of the returned product noted: device one had an unloading top button that had disengaged from the device, button piece was returned with the device. Under microscopic inspection of the button piece and pin for button, no shearing or breakage was observed for any point of attachments for button. Device one and device two were both returned with a broken needle in the left jaw; under microscope inspection of both pieces of needles, cone marks were observed. For device one the toggle switches and beveled walls of jaws of the device were not observed as device could not be placed in the unloaded state. For all other devices, under microscopic inspection, no witness marks from the needle tip impacting the beveled wall or shearing of the toggle switches were observed for the devices. Functional testing was not performed on device one as device could not be placed in the unloaded state. Pmv performed functional testing on all other devices. Devices were loaded with needles from the post marketing vigilance (pmv) invento ry and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. All the tested devices were found to function properly and needle remained intact. No difficulty was experienced in loading and toggling the needle in any of the tested devices. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Black loading/unloading top button was disengaged from the device. The engineering team found that the plunger was partially deformed indicating that button was assembled with plunger. The button was not returned with the product for evaluation. The engineering team observed marks near needle slots and tested the device with needles from inventory and marks were not replicated. The engineering team performed functional evaluation of the device and it functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. Replication of disengaged or broken loading button may be attributed to an incorrect use of the device, against the instruction for use of the product that affected the proper functionally of the device. This might cause the necessity for the user to exert pressure on the button which results in the button disengaging or breaking off the plunger. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of handling rough that does not have a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.